Event description:
The customer reported experiencing multiple occlusion issues with their insulin pump, resulting in alarms 2 and 26. There was no adverse impact on the customer¿s blood glucose level. To address the issue, the customer changed the cartridge and resumed insulin. The customer continued to use the pump for insulin therapy.